Event description:
Abbott diabetes care (adc) received a medwatch report which reported the following information: a healthcare professional reported that a customer was unsure if the adc device filament had remained in arm after sensor removal. However, there was no report of treatment from either a third-party or the healthcare professional, nor was there report that the filament had been found to be in arm. As the reported elected not to be identified, adc could not follow up for additional details. Based on the information provided, there was no report of serious injury associated with this event.

Manufacturer narrative:
This is an initial final report. This issue does not meet reportability criteria; however, it is being reported to the FDA as the complaint was received via user report. If the product is returned, a physical investigation will be performed and a follow-up report submitted. The date the incident occurred is unknown. The date entered is the date abbott diabetes care became aware of the event. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.